Event description:
The lead was returned to the manufacturer after being explanted and not replaced due to chronic atrial fibrillation. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead segment was returned and analyzed. The analysis performed revealed the inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: 694765, lead, implanted: (B)(6) 2012. (B)(4).